Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: it is assumed that this phenomenon occurred when external force was exerted by hitting the said place, etc. At the time of transportation, storage, use, cleaning, etc. This phenomenon can be prevented by observing the items listed in the instruction manual. Therefore, it is assumed that this phenomenon was caused by the user's handling. The legal manufacturer confirmed of contents described in the gf-uct180 instruction manual address the reported event. It was determined that this will prevent indication phenomenon. Important information ¿ please read before use warnings and cautions (p.7). Warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.". As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. It was confirmed that there was no unevenness.

Manufacturer narrative:
The scope was returned to the service center for evaluation. A leak was noted at the scope¿s biopsy channel. The scope¿s control body was inspected and found the pink rubber on the probe unit was loose. A borescope was used to inspect the scope¿s forceps passage and found scrape marks inside the channel. In addition, fifteen broken element were noted in the scope¿s ultrasound image. The cause of the scope damage cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that bubbles were coming from the scope during leak testing. There was no patient involvement reported.